Event description:
The initial reporter received a questionable elecsys hcg + beta test system (hcgb) result from one patient sample tested on the cobas e411 rack. The initial result was reported outside of the laboratory. The doctor questioned the result prompting the rerun of the patient sample. A new sample was also collected from the patient. The initial result of the initial sample was 1.38 miu/ml with a data flag. The repeat result of the initial sample was 1495 miu/ml with a data flag. The result of the new sample was 1461 miu/ml with a data flag. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 66436301. The expiration date is 31-may-2024. The field service engineer (fse) inspected the analyzer and found the pinch tubing to be damaged. The fse replaced the pinch tubing. The customer performed precision testing, calibration, and qc with successful results. The investigation reviewed the last calibration performed on (B)(6) 2023; the calibration was within specifications. The investigation reviewed the qc recovery; the qc recoveries were within the provided ranges before and after the event. The investigation reviewed the alarm trace; no issues were noted. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.